Event description:
It was reported they saw 8000-9000 ohms on 2 electrodes. It was stated the patient had a battery change in the last few months prior to report. It was noted the patient would be seen the day after report. It was further reported the patient had come into their doctor¿s office to get their battery checked and there were high impedances on their implantable neurostimulator (ins). It was noted an x-ray was performed which showed a fractured lead. It was noted the patient had an appointment scheduled with their neurosurgeon for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID 8840, serial# (B)(4), product type programmer, physician; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# v005849, implanted: (B)(6) 2006, product type: lead. Product ID: 8840, product type: programmer, physician. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 64001, lot# n215045, implanted: (B)(6) 2010, product type: adapter. (B)(4). Additional review showed the correct manufacturing (B)(4).

Event description:
Additional information received reported that the cause of the event was a rupture of the connective wire on the "shell." There was increased impedance and a ruptured extension. An x-ray of the patient's neck and thorax showed an extension break. The extension was to be replaced and reprogramming was to be done after this. The patient had an increase in tremors due to the event. No hospitalization was required and the patient outcome was noted as no injury.